Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis revealed that the allegation against the device was not confirmed. A complete baseline testing was performed with the device and no failing conditions were noted. Further, all testing completed and passed, therefore no problem was detected on the device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was a case of an attempted implant due to a product performance issue. A new device was implanted. No adverse patient effects were reported.